Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56. If we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "the surgeon was at the point of clipping the duct. The first two clips fired as they should. Upon clipping the cystic artery, the clip did not close all the way at the proximal end. Being present in the case. I though it was first a user error and mentioned he let go at the cholangiogram zone. A second attempt was tried to clip the artery with the same result, but this time the surgeon was extremely aware of bringing the handle 'plastic to plastic'. Another attempt was tried. The 4th time the clip closed fully. This happened once more during the case. All clips were fired." Pt status: "normal".